Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (25 mcg/ml at 10.277mcg/day) and fentanyl (625 mcg/ml at 256.91 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a jet ski accident in the summer of 2023 and skipped across the water. It was reported that the patient developed swelling around the pump site. The hcp monitored the site and in december of 2023 started the patient on antibiotics. The skin around the pump became thin as a result which is why the hcp performed the pocket revision today. The pump continued to provide therapeutic relief of the patient's pain. The pump was not eroding but the skin was very thin. It was reported that the issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 90 kgs. The patient's medical history was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.